Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an infection on their foot and an elevated blood glucose (bg) level of 380 (mg/dl). While in the hospital, customer was treated with an IV and antibiotics. Customer was released from the hospital on (B)(6) 2016. Recommendation was made to contact tandem technical support for further issues and bg events.